Event description:
It was reported that the customer accidentally delivered too much insulin via pump boluses. Subsequently, the customer went to the emergency room (ER) due to a low blood glucose level of 26 mg/dl. In addition, the customer fell and sustained a rugburn, scratch on neck, and injured lip due to losing consciousness. The customer was treated with intravenous saline and was released from the ER 4 hours later with no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.